Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused etoposide during patient therapy. When the infusion completed there was remaining volume in the bag, therefore 190cc of additional volume had to be programmed into the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation, h11. H11: a review of the event history log was performed, the pump was programmed using the oncology drug library for etoposide with a volume to be infused (vtbi) of 480 ml and a duration of 1 hour. The infusion was initiated and approximately 58 minutes later, the pump generated an ¿infusion complete¿ alarm with 462 ml delivered, indicating approximately 18 ml less than the programmed vtbi. A similar event was observed for the event date as well, where the infusion started with the same programmed vtbi of 480 ml, and completed with 462 ml delivered, again showing a consistent shortfall. No alarms or fault conditions were present at the time of completion that would indicate a pump malfunction or flow interruption. The repeated discrepancy between programmed and delivered volume during etoposide infusions suggests a mismatch between the drug library configuration and expected vtbi delivery. This behavior is consistent with the customer¿s report that additional volume had to be manually programmed to complete the infusion. Therefore, the ehl review supports the reported issue, and the findings indicate the concern is likely related to drug library configuration rather than a device performance failure.